Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer experienced a low blood glucose (bg) level 39 mg/dl . Reportedly, the customer had entered a basal rate of 7.0 u/hr instead of 0.7 u/hr causing the bg level to go low. Customer treated low bg level with oral carbohydrates. Tandem technical support discussed the basal rate setting with the contact.